Event description:
It was reported that there was a revision procedure for the pacemaker due to an unknown reason. This pacemaker remains in service. No additional adverse patient effects were reported.